Manufacturer narrative:
Monitor (B)(4) was returned and evaluated at the distributor. The reported problem (damaged receptacle, service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged and patient was receiving service code 204.